Event description:
A customer site in (B)(6) alleged that two patient samples were (B)(6) with the cobas ampliprep / cobas taqman hcv test, us ivd (cap/ctm hcv) when compared to the test results generated with the gen-probe hcv qnt tma assay and the versant bdna assay. This report is for the sample result generated in (B)(6) 2011. MDR 2243471-2011-00085 is filed for the sample result generated in (B)(6) 2011.

Manufacturer narrative:
(B)(4): result - device performed according to specification. Conclusion - no failure detected and product is within specifications. The customer alleged that the patient sample from (B)(4) 2011 was under-quantitated with the cobas ampliprep / cobas taqman hcv test, us ivd (cap/ctm hcv) when compared to the test results generated with the gen-probe hcv qnt tma assay and the versant bdna assay. Sample material was provided by the customer for investigation and sequencing analysis indicates that there is a terminal primer mismatch that is likely to affect cap/ctm hcv test performance. No product non-conformance was identified. As stated in the cap/ctm hcv package insert, "though rare, mutations within the highly conserved regions of the viral genome covered by the test's primers and/or probe may result in the under-quantitation of or failure to detect the virus." (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).